Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was admitted to the hospital for the event. On unreported dates, the patient began treatment for the event with three different unspecified antibiotics (doses, frequencies, and routes were not reported). At the time of this report, the patient remained hospitalized. No further detail was provided regarding the recovery status of the patient or whether dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Event date (B)(6)2017. The peritonitis was manifested by abdominal pain and abdominal cramping. The patient was discharged from the hospital ten days after admission. Nine days after hospital discharge, the patient began treatment with unspecified antibiotics (dose and frequency not reported). At the time of this report pd therapy and antibiotic treatment were ongoing and the patient was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.